Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) "would perform 2 compressions and stop" was confirmed during the archive data review but not during the functional testing. No malfunction was found during testing at zoll, and the returned autopulse platform passed the functional testing and performed as intended. During visual inspection, there was no physical damage observed on the autopulse platform. The archive showed occurrences of the platform stopping after a few compressions due to the user advisory (ua) 17 (max motor on time exceeded during active operation) error message on the reported event date. However, the error message could not be duplicated during the functional testing. The autopulse platform passed the initial functional test without any fault or error and the observed (ua) 17 error seen in the archive could not be reproduced. The autopulse platform was subjected to multiple run-in tests using different types of test fixtures without any fault or error. Nevertheless, as a precautionary measure, the brake gap was adjusted and the drive train was reseated, as there may have had some intermittent technical problems that could not be directly identified during the functional testing. Waiting for service repair approval.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During a cardiac arrest call, the autopulse platform (sn (B)(4)) malfunctioned. The customer placed the patient on the platform in the correct position, but the device only performed 2 compressions before stopping. Despite their efforts to reposition the patient and the lifeband, the platform continued to perform 2 compressions and then stop. As a result, the crew switched to manual CPR to continue treatment. No consequences or impact to the patient. The zoll field service technician visited the customer site and there were no user advisories displayed by the platform, and the customer did not mention encountering any specific error codes during the call.